Event description:
The customer reported being hospitalized due to low blood glucose of 35mg/dl. The customer was treated with glucose. The customer stated that the events leading to her admission was dizziness, blurred vision, and lethargic. It was stated that the customer may not have eaten enough. The customer's glucose reading at time of call was 380mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and displacement test and the tests passed. The customer stated that the insulin pump was exposed to x-rays. Advised the customer to remove the insulin pump from the examination room. The customer stated that the insulin pump has been dropped, but there was not a visible damage on the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.